Manufacturer narrative:
Additional information has been requested. Implant remained in the patient. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
During final tightening of veptr transverse rib hook with the veptr nut driver shaft, the nut of the transverse rib hook broke off. Surgeon did not have another implant to replace the broken implant. The rib hook was an add-on/extension to the major construct for added support/correction and procedure was completed.